Event description:
Disconnection of tubing reported. Report received from abbott international affiliate, which states : "the distal end of the tubing came apart at the injection site. As a result, they needed to change the IV line to a jugular vein." Additional information received from the affiliate states that the injection site mentioned was the distal y-injection site. The customer was infusing an unspecified amount of potassium in an unspecified type and amount of IV solution. The original IV site was in the jugular vein, and only a change of IV tubing was required as a result of this incident. Additional information has been requested, but no further information has been received.